Event description:
An alarm issue was reported with the adc device. The customer reported the low alarms did not sound and as a result, the customer experienced fatigue, a loss of consciousness and was unable to self-treat. Customer required third-party (non-hcp) intervention by husband who provided three squares of a chocolate bar as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.